Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacture date & usage of device monitor: 03/26/2013 - reuse. Electrode belt: 06/24/2015 - initial use.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2016. It was reported that the patient was at home alone at the time of passing. A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 6 treatments between 03:25:23 am and 03:39:14 am on (B)(6) 2016. At 03:24:45 the device first detected and alarmed for an arrhythmia. The ECG shows that the patient was in vf. The post-shock rhythm remained in vf. The second and third treatments were also delivered while the patient was in vf and both converted the rhythm to a sinus rhythm at 60bpm. After the third treatment the rhythm transitioned back to vf but self-converted to a sinus rhythm right before the fourth treatment shock was delivered. The patient's rhythm remained a sinus rhythm following the fourth treatment. At 03:31:57 an idioventricular rhythm at 60 bpm was recorded. At 03:33:39 the device delivered a fifth treatment while the patient was in asystole. Oversensing of a small cardiac signal contributed to the false detection. The post-shock rhythm remained asystole. At 03:38:07 the device again recorded that the patient was in an idioventricular rhythm. The final treatment was delivered at 03:39:14 while the patient was in nsvt at 180 bpm. The high rate contributed to the false detection. The post shock rhythm was a sinus rhythm at 80 bpm. The electrode belt was disconnected following the sixth treatment. The patient passed away sometime that day. The exact time of death is unknown.